Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were reproduced while running a loaded set. During the eval, the upstream sensor had low fluid numbers. Low ultrasonic readings would make the pump more sensitive to upstream occlusion alarms causing the reported symptom. The failed upstream sensor was replaced.